Manufacturer narrative:
B3: the events occurred between 30 may 2023, and 02 june 2023. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufacture from march 11, 2022 - march 12, 2022. H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the port 2, spike port bonding area of all three samples. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to an inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.